Event description:
The doctor was utilizing the radiolucent ankle fixator for distraction of the ankle during a total ankle replacement case. There were no difficulties in applying the fixator and the screws were inserted by hand not by using a power drill. After the case was completed, the fixator was being removed and upon removal of the most distal proximal screw, it broke flush with the patient's bone. The doctor chose to leave the portion of the screw in the patient's bone. The fixator removal was completed without further incident.